Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call indicating excessive air bubbles in reservoir. Customer's blood glucose was unknown. Caller was not able to give further information and would have customer call to continue troubleshooting.

Manufacturer narrative:
Reliability analysis evaluated three sealed reservoirs. The reservoirs passed per inspection, and no air bubbles were observed during analysis. Checked the o-rings for defects and none were found.